Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the l5 screws deviated slightly from the planned trajectory and the s1 drilling trajectory did not follow the planned path, going into the promontory. The surgeon noted an unusual sound during drilling at s1, prompting a lateral x-ray, which confirmed the deviation. The position of the red marker was never adjusted, and the star marker was not detected in the medtronic imaging system due to the presence of the tower in l4 and l5. Two titanium cages were inserted during "stage 1," and the same computed tomography scan was used for the l4-s1 percutaneous procedure during "stage 2." The site switched to an medtronic imaging system scan to plan for inserting the last two screws and eventually removed the guidance system, opting to use the navigation system instead, necessitating another medtronic imaging scan. This resulted in a 1 hour and 30-minute delay to the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Trajectories were deviated between 3.5-10 millimeters (mm).